Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 130 alarms noted during testing. A review of the pump history file reveals on 12/24/2022 there were two (2) pump error 130 alarms that occurred. Further review shows on 1/1/2023 at 10:07 there was a pump error 37 alarm which occurs in the motor application in case of timeout during motor motion: seating, coasting, stall, etc. The pump error 130 alarms are due to the mfda ¿bucket test¿ simply applies a series of thresholds against encoder error counters. The bucket test occurs during the periodic mfda check, when chsm detects motion, and prior to intentional motion. If the observed encoder error is acceptable, the error is accounted for (future tests and future intentional motion will start from the new known location), otherwise an mfda alarm (fault 130). The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor was noted and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. The pump error 130 and pump error 37 alarms that are located in the pump history file may have been intermittent failures that were not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, and pillowing keypad overlay. The pump error 37 alarm and pump error 130 alarm complaints are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 37 - drive count/time values or changes incorrect for moving or coasting. Too slow or too fast and pump error 130 . This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Troubleshooting was performed. Customer was able to clear alarms and complete pump rewind. Issue reoccurred and customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.